Manufacturer narrative:
.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon was found to be punctured during inflation and could not be inflated. There is no add'l event or pt info.